Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation /crease folding of implant was received on july 12, 2024, with lot number 3072187. Based on the product analysis performed, the assessments of the complaints are: deflation: opening device assessed, as unidentified (tear) opening (shell thickness was within specification). Crease folding of implant: not observed. As per the investigation procedure: wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-45191. Aware date should have been listed as 10/aug/2024.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.